Event description:
It was reported that the right ventricular (rv) lead showed evidence of dislodgement. X-ray confirmed dislodgement and had migrated to atrium. The patient underwent surgical revision wherein the lead was explanted due to placement difficulties and helix extension issue, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis and further pertinent information be provided.

Event description:
It was reported that the right ventricular (rv) lead showed evidence of dislodgement. X-ray confirmed dislodgement and had migrated to atrium. The patient underwent surgical revision wherein the lead was explanted due to placement difficulties and helix extension issue, and a new lead was implanted. No additional adverse patient effects were reported.